Event description:
The manufacturer received information that a trilogy 100 ventilator had a "bar" (-) display on the minute ventilation and the patient's oxygen saturation dropped to 60%. The patient's oxygen saturation recovered when the patient was manually ventilated. The device was replaced. A sales rep tested the device with the circuit that was used by the patient at the time of the event, but the reported issue was not confirmed. The hospital also visually checked the circuit and found no damage. The hospital suspected a blockage was caused by sputum; however, the sputum was not particularly thick and had been able to be suctioned. There is sufficient evidence to pronounce this event as serious injury. The patient was reported to have recovered from the event on 07 march 2026. The philips sales representative retrieved the subject device and the circuit that had been used and returned it to the sales office where verification testing was performed. The reported issue was not reproduced during an operational check of the ventilator using the patient's circuit. Upon checking the waveform data, it was observed that leakage and the minutes ventilation increased and pressure became negative pressure when the issue occurred. A functional test was performed with no malfunctions observed. There were no errors indicating a device malfunction found on investigation of the device error log. The system printed circuit board assembly and flow sensor were replaced as a preventive measure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Additional review of the device evaluation is current underway. If additional information is received, a follow-up report will be filed.